Event description:
Filterwire ex embolic protection system used in pt with hypertension and hypercholesterolemia, recurrent angina and inferior wall ischemia. Diagnostic angiography revealed a 95% calcified proximal lesion in the svg to the right coronary artery. The plaque was friable and, during angiography. Broke loose and was lodged into a lesion just distal to it resulting in timi 1 blood flow through the graft. The calicified lesion was pre-dilated with a 2.0 mm balloon before the filterwire ex could cross and deploy at the mid graft. The lesion was pre-dilated with a 3.5 mm balloon before stenting with a 3.5 mm stent. Timi 2 blood flow resulted through the filterwire with no plaque visible in the filter bag by angiography. The filterwire was removed with the retrieval sheath without difficulty restoring timi 3 flow through the graft without evidence of distal embolization. Examination of the filterwire ex revealed an athersclerotic plaque protruding through the filterwire membrane (filter bag) near the tip of the filter bag. This plaque was hard and calcified. The report alleges that the embolized particles trapped in the filterwire (filter bag) tore through its filter membrane possibly as an effect of filterwire retrieval. No adverse event was associated with this case.